Event description:
It was reported that an unk time post-op, the pt had pain. Medical examination found a broken screw. The pt underwent a revision surgery to remove and replace the screw.

Manufacturer narrative:
(B) (4): three devices were reported, and it is unk which is the suspect device. Multi-axial bone screw 5.5x45 ti, catalog number 75445545, lot number h05h2603; multi-axial bone screw 6.5x35 ti, catalog number 75446535, lot number h06c1180; multi-axial bone screw 5.5x50 ti, catalog number 75445550, lot number w06a4811. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.